Manufacturer narrative:
Additional narrative: the device was returned for service, however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to various electrical worn components from normal wearout. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that light emitting diode on charging bay a on the universal battery charger device did not switch on when the battery device was plugged in. It was further reported that the charging bay c and d on the device were loose and turn on and then turn off. This event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.